Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
Veterinary event. Facility reports during tibial plateau leveling osteotomy procedure on a canine, the small battery drive had low power. It is reported procedure was delayed approximately 20 minutes. No further information was provided. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An additional evaluation was completed and the complaint of the small battery drive having low power was confirmed. The unit was tested and failed the rpm specification. This is most likely due to internal motor or ecu failure due to immersion during cleaning.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.